Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced "infection and other medical issues". Treatment options including explant and daily dose titration were being considered. Additional info has been requested, a follow-up report will be sent if additional info becomes available.